Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty finding a good alignment for charging and was having to wear the charger for an extended period of time. The patient was also reportedly unable to charge past two bars. The patient underwent a revision procedure wherein the physician moved the ipg from the left mid back to the left low back and the patient was doing well postoperatively.